Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be torn with additional cannula damage near the distal tip. A leak test was conducted successfully, and fluid was found to leak from the tear in the exposed portion of the soft cannula during fluid path testing. It could not be determined when or how the damage to the soft cannula occurred. Lot release records were reviewed, and the product lot met all acceptance criteria.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl after wearing the pod between 24 and 36 hours. When the pod was removed from the infusion site on their arm, the pod's cannula was found bent. As treatment a new pod was applied.